Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f products is identified in d2 and g4. As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On june 12, 2025, a patient underwent a low profile port placement procedure using the ti powerport in which during the upper arm approach, the guidewire got caught in a blood vessel, making the case difficult. The physician was eventually able to pull it out, but the patient complained of pain when it was being pulled out. It seemed like the tip of the wire was slightly stretched after use. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f products is identified in d2 and g4. Manufacturing review: the device history records have been reviewed and this lot met all release criteria investigation summary: the physical sample was not returned for evaluation. No photos were provided for review. Therefore the investigation is inconclusive for the reported entrapment and stretched issues as no objective was provided for review. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g3, h6 (method) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a low profile port placement procedure using the ti powerport in which during the upper arm approach, the guidewire got caught in a blood vessel, making the case difficult. The physician was eventually able to pull it out, but the patient complained of pain when it was being pulled out. It seemed like the tip of the wire was slightly stretched after use. There was no reported patient injury.